Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A literature article entitled ¿clinical outcomes and midterm survivorship of an uncemented primary total hip arthroplasty system¿, written by harman chaudhry, md, et al, published in the journal of arthroplasty on 23 january 2020, https://doi.org/10.1016/j.arth.2020.01.063, was reviewed. The purpose of this article was to report the functional outcomes, revision data, and survivorship for this total hip system based on data from a prospective database. Depuy products used: pinnacle acetabular shell; summit cementless femoral stem. A total of 57 revisions took place for adverse events as follows: loosening of the femoral component. Periprosthetic fracture (all involved the femoral side only). Recurrent instability. Infection (included incision and drainage with head and liner exchange in 24 cases, of which 8 required eventual component removal as a first-stage revision; immediate definitive 2-stage revision with removal of all components and placement of antibiotic spacer was used in 10 cases). Abductor deficiency. Squeaking. Pain. The article does report at least screw was used in the acetabular cup, however does not exact quantities.

Manufacturer narrative:
H10 additional narrative: corrected: h6. Product complaint # ==> pc-000682928. Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.